Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient reported blood glucose results of 230 mg/dl with a lifescan meter and 170 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds the criteria of lifescan for accuracy. This complaint is being reported because the reported results did not meet accuracy/precision criteria of lifescan and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.